Event description:
According to the reporter, a patient was implanted about 6 weeks ago with a cslp va plate (450.166), 3 quick lock screws (04.610.520 x 3) and cortical screws (# 450.129 x 1 & 497.78 x 1) during an anterior cervical discectomy with fusion (acdf) procedure at c4-c7. Patients graft needed to be re-implanted and patient was returned to the o.r. On (B)(6) 2012. The surgeon removed all hardware (intact), re-implanted the graft and placed a new plate and screws. During the procedure the tip of the countertorque for cslp broke off. The broken piece was retrieved and surgeon was able to complete the procedure. All implants were given to the patient and are not available for investigation.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. Manufacturing visual evaluation noted the countertorque wrench was returned with one of the tips broken off. There are burrs at the break site and minor scratches on the 324.067.1 bit and on the handle. The remaining undamaged tips (3) were inspected and meet specification. No further dimensional investigation on the tip was possible due to the condition of the received part. Based on the evaluation of the remaining part of the tip performed by synthes and on the suppliers certification, this complaint is deemed indeterminate.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2012. New information was received (B)(6) 2013.

Event description:
This report is 1 of 1 for complaint number (B)(4).